Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating an infant after five breaths with the error message "incorrect breathing hose selected". No injury was reported.

Event description:
It was reported that the device stopped ventilating an infant after five breaths with the error message "incorrect breathing hose selected". No injury was reported.

Manufacturer narrative:
The affected oxylog 3000plus was made available for the investigation with two affected pediatric hose systems. One of the hose systems was broken when received and could not be further investigated. A test ventilation with the reported parameters and a complete functional check according to the manufacturer's specifications was carried out with the affected device and the second hose system. During the test the problem could not be reproduced and no malfunction was found. If the detected hose type does not correspond to the selected hose type, the device displays the alarm message "reselect hose type". The ventilation function is not affected by this alarm and continues as set. The reported problem could not be reproduced during the analysis. There is no further complaint regarding the reported issue. Based on this, we rate this case as an isolated case.